Event description:
Undergone revision on or about ( exact date unknown) (B)(6) 2010 due to pain, soreness and discomfort. Blood test also show his cobalt and chromium levels to be elevated. An ultrasound preformed on (B)(6) 2010 also showed a large effusion of the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.